Event description:
During intraoperative lead test, a very short episode of asystole/bradycardia was reported. After a massage of the thorax by the nurse, the rhythm of the heart became normal again. No use of cardiotonic. Device was turned off and implantation surgery completed with no more lead tests performed.